Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the complaint could not be confirmed because the device was not returned to olympus, and no further event information was provided by the customer. Therefore, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿the splint is not bacteriostatic toward pre-existing infections and does not prevent the occurrence of new infections." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that a patient developed "infection, post-implantation infection", and edema after using the chitozolve nasal splint for a therapeutic unspecified procedure. The procedure was reportedly done to "separate tissue or structures compromised by surgical trauma, help control minimal bleeding following surgery or trauma, and to separate and prevent adhesions between mucosal surfaces during mesothelial cell regeneration in the nasal cavity." Additional information was requested but no further information was obtained.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.